Event description:
Per cdc mmwr dispatch issued in 2006, 5 pats with suspected fusarium keratitis reported using other solutions in addition to a renu brand solution, including solutions made by advanced med optics, inc and alcon. On the same day, cdc media relations issued a release that as one month later cdc has complete data for 98 of 106 confirmed cases. These 98 confirmed cases include 4 cases reporting use of any alcon product (some cases reported using more than one type of solution. No case specific data has been provided to alcon, therefore alcon cannot confirm it these cases have been previously reported. Fusarium keratitis -- multiple states, 2006, mmwr apr 2006; 55 (14): 400-401. Fusarium keratitis update: cdc ofice of enterprise communication div of media relations. May 2006.